Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage was noted to the electronic assembly or motor. The insulin pump had minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that the customer may have gotten the insulin pump wet. Customer stated that the pump seems to be working except the buttons are not responding properly. Customer's blood glucose level was 236 mg/dl. Customer was outside shoveling the snow when he got a button error alarm. Customer believes the pump may have been exposed to moisture because he wears it in his pocket and it fell in the snow. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.